Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lung resection procedure. For the third firing, the surgeon tried to squeeze the handle. However, the handle ran idle and could not fire. A crack sound was heard at the first firing. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.